Event description:
It was reported that the atrial lead has a possible fracture. A review of save to disk data showed starting in the first week of june 2010 the atrial lead impedance starts jumping from the mid 700ohm range up to 16382ohms (16382ohms is the max the device can record and it means open circuit or complete fracture). The device remains in use. The patient is being brought in to the office for reprogramming and to discuss options. It was further reported that the lead was stretched due to growth of the patient who is a child. The impedance went to 3000ohms, and there was no capture when in the sitting position. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead has a possible fracture. A review of save to disk data showed starting in the first week of (B)(6) 2010 the atrial lead impedance starts jumping from the mid 700ohm range up to 16382ohms. The device remains in use. The patient is being brought in to the office for reprogramming and to discuss options. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected adverse event. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Max apace impedance rises from an approximate baseline of 700 ohms the week of (B)(6) 2010 to 16382 ohms the week of (B)(6) 2010. It continues to fluctuate between the baseline and the 16382 ohms value until the end of the record, (B)(6) 2010.

Event description:
Asku